Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported via social media that the patient was hospitalized for 6 weeks due to a cgm inaccuracy. The patient stated they were in a ¿diabetic coma¿ for the first 10 days of their hospital admission. No specific cgm/bg comparison values were provided. The patient also experienced an electrolyte imbalance, had ¿brain fog¿, and had to learn to walk again (due to being sedentary for so long in the hospital). No identifying patient information was provided via social media; therefore, the patient could not be contacted to obtain any further event details. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.